Manufacturer narrative:
Additional information: d4, d9, h3, h4, h6, h10. H4: the lot was manufactured between august 3, 2023 - august 4, 2023. H10: the actual device was received for evaluation. A visual inspection was performed, and it was noted that there was fluid inside a bag that contained the unit. When the unit was removed from the bag, the cause of leak inside the bag was found to be untightened winged luer cap. Signs of surface roughness were not observed inside the cap when inspected under the microscope. Therefore, the cause of leak may be due to a use error by not securely tightening the winged luer cap. A functional leak test was performed with ensuring the winged luer cap was securely connected to the device, and no sings of a leak was observed. Based on the sample analysis finding, the device was determined to be conforming product because no evidence of leak was observed during the functional leak test. The reported condition was verified. The cause of the reported condition was a user error. The product label (IFU, instructions for use) indicates, ¿ensure that the winged luer cap is securely connected after filling and priming.¿ a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter first name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked inside the cover bag. This occurred before patient use. There was no patient involvement. No additional information is available.